Event description:
It was reported that the patient was hospitalized for seizures after implant while the device was not turned on yet. No additional or relevant information has been received to date.

Event description:
Additional information was received that the physician does not believe the increase in seizures was related to the vns or vns procedure.